Manufacturer narrative:
The long bipolar grasper instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted prostatectomy surgical procedure, a fragment from the long bipolar grasper instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a plastic fragment of a long bipolar grasper instrument broke off and fell into the patient. The fragment was retrieved during the same procedure. The procedure completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a plastic fragment of a long bipolar grasper instrument broke off and fell into the patient. The fragment was retrieved during the same procedure. The procedure completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, h10 device evaluation information can be found in sections h6 and h10 4310 - intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint of a plastic fragment broke off and fell into the patient, fragment was retrieved. The instrument was found to have a broken bipolar yaw pulley. The broken piece was returned by the customer. No material appeared to be missing as the broken yaw pulley was pieced back with the assembly. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Based on the additional information obtained from failure analysis (fa) investigations, this complaint is being reclassified from a reportable to a non-reportable event due to the following: fa confirmed the customer reported complaint of a plastic fragment broke off and fell into the patient, fragment was retrieved. The instrument was found to have a broken bipolar yaw pulley. The broken piece was returned by the customer. No material appeared to be missing as the broken yaw pulley was pieced back with the assembly. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. This event involved fragments falling into a patient and was successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure occurred and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse. If additional information becomes available, the complaint will be re-evaluated.